Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported receiving high glucose readings above 200 mg/dl on the adc device, prompting them to present at an emergency room (ER). No third-party treatment was reported while at the ER. After a couple weeks, the customer received 7-10 low glucose alarms daily and stated the alarms did not correlate with comparison readings obtained on a fingerstick test or food intake. Due to the continuous low glucose alarms, the customer stopped taking metformin and noted that the frequency of low glucose alarms subsequently decreased. During this period, the customer stated that they consumed carbohydrates in response to low glucose alarms from the adc device; however, comparison readings obtained on a competitor brand meter did not confirm the low readings from the adc device. The customer was then advised by their healthcare professional (hcp) to resume taking metformin and conduct comparison fingerstick tests to confirm the adc device readings. There was no report of any third-party treatment. The customer also noted that they had 6 sensors that were impacted after verifying the serial numbers; however, the serial numbers have not been provided to adc. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported receiving high glucose readings above 200 mg/dl on the adc device, prompting them to present at an emergency room (ER). No third-party treatment was reported while at the ER. After a couple weeks, the customer received 7-10 low glucose alarms daily and stated the alarms did not correlate with comparison readings obtained on a fingerstick test or food intake. Due to the continuous low glucose alarms, the customer stopped taking metformin and noted that the frequency of low glucose alarms subsequently decreased. During this period, the customer stated that they consumed carbohydrates in response to low glucose alarms from the adc device; however, comparison readings obtained on a competitor brand meter did not confirm the low readings from the adc device. The customer was then advised by their healthcare professional (hcp) to resume taking metformin and conduct comparison fingerstick tests to confirm the adc device readings. There was no report of any third-party treatment. The customer also noted that they had 6 sensors that were impacted after verifying the serial numbers; however, the serial numbers have not been provided to adc. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported receiving high glucose readings above 200 mg/dl on the adc device, prompting them to present at an emergency room (ER). No third-party treatment was reported while at the ER. After a couple weeks, the customer received 7-10 low glucose alarms daily and stated the alarms did not correlate with comparison readings obtained on a fingerstick test or food intake. Due to the continuous low glucose alarms, the customer stopped taking metformin and noted that the frequency of low glucose alarms subsequently decreased. During this period, the customer stated that they consumed carbohydrates in response to low glucose alarms from the adc device; however, comparison readings obtained on a competitor brand meter did not confirm the low readings from the adc device. The customer was then advised by their healthcare professional (hcp) to resume taking metformin and conduct comparison fingerstick tests to confirm the adc device readings. There was no report of any third-party treatment. The customer also noted that they had 6 sensors that were impacted after verifying the serial numbers; however, the serial numbers have not been provided to adc. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.